Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that during a bowel resection procedure a reprocessed stryker lf4318 ligasure device was being used with a forcetriad generator. While sealing around mesentery tissue the customer double sealed a larger vessel around 5mm and received end tones. About a minute later the seal broke causing blood to cover the surgeon, technician and surrounding areas. The device would not seal. The customer addressed the bleeding with clips and a suture. Blood loss was 800 to 1000cc. Procedure time extended over 30 minutes. Patient is currently stable. No transfusions given. Biomed testing on site found no issues with the generator.